Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector and the cable connecting ECG "a" and "b" were severed appeared to be chewed. The root cause for the severed cable and trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.